Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered certain implant (xifnt413) was returned for investigation. Visual inspection of the returned products identified a fractured implant platform and piece of a fractured screw in the implant drive feature. There was bone residue around the external threads. The reported device was located on tooth # 30 and had been implanted for approximately 3 years. Pictures or x-ray images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported an osseotite implant and unknown biomet screw were fractured. The reported complaint was confirmed. Per visual inspection, the implant was identified to be fractured and piece of the fractured screw was identified in the implant drive feature. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown. Weight: unknown.

Event description:
It was reported that the implant fractured. The implant was subsequently extracted.